Event description:
Information received indicates the pump's platen door is bent.

Manufacturer narrative:
Investigation found that pump showed impact bent platen causing pump to fail accuracy tests. Platen was replaced to resolve the issue.